Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU lists neurological dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists neurological dysfunction as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that computed tomography (CT) head result was non remarkable; the patient was in-patient with electroencephalogram (eeg) monitoring. The patient had no history of seizure. The patient, out-patient follow up, was started on keppra oral and status on going at time of study closure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that while on their way to clinic visit, patient informed clinic team that they had a seizure episode and hit their head. Physician opinion was likely a syncopal event. No post-ictal phase, they regained consciousness immediately and no confusion. The patient was alert and oriented to time and place per wife. They were sent to emergency room (ER) for admit and stat computed tomography (CT) head.